Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) split into four pieces coming out of the injector into the patient's eye. Reportedly the surgeon did not have to enlarge the incision to remove the pieces of lens. No patient injury reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the preloaded insertion system was received. The plunger component was observed in a fully advanced position. The cartridge was observed correctly engaged into the lower body of the pcb00 device. No assembly defect was observed on the insertion device. Visual inspection at 10x microscope magnification was performed. The lens was returned in 4 pieces adhered to a tyvek pouch with tape. The reported complaint of iol torn was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. The dfu adequately provides the customer with information on proper device inspection before use. As a result of the investigation there is no indication of a product malfunction or a product quality deficiency. The reported issue was verified. All pertinent information available to abbott medical optics has been submitted.